Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse was dispatched and replaced wash syinge pump#2 to correct issue. Ran a successful check with no more errors. The most probable cause of the reported event was failure of the seal on wash syringe #2.

Event description:
On (B)(6) 2016 the customer reported 4383 wash syringe 2 home overrun with their aia-2000 analyzer. Customer reported that wash syringe is leaking, cleaned up the precipitant and the 2000 is operating but customer stated that the syringe is still leaking. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Follow up report # 1 for MDR 2018-03716 (MFR) filed for " describe event or problem" correction to: "on (B)(6) 2016 the customer reported 4383 wash syringe 2 home overrun with their aia-2000 analyzer. Customer reported that wash syringe is leaking, cleaned up the precipitant and the 2000 is operating but customer stated that the syringe is still leaking. The customer is unable to run e2, lhii, fsh, bhcg, prog iii, prl and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, lhii, fsh, bhcg, prog iii, prl and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting."